Manufacturer narrative:
Manufacturer's date 1/16/1998. The set was received and visually and functionally tested. The set was found to be intact with no defects. The sets accuracy was tested at several rates and found to be within the specified 5% accuracy. The set was leak tested to 30 psi and no leaks were noted. The set was found to meet all manufacturer's specifications. The user facility reported that they did not believe the set was at fault. They reported the pt was in a confused state and removed the set from the pump and opended the slide on the accuslide. The MFR attempted to get tp info. However, the info was not available.

Event description:
It was reported that an overinfusion occurred. The user facility reported that the pt was in a confused state and was found in the bath room with the IV line running outside the pump.